Event description:
Doctor says that she and another doctor have had patients return due to an allergic reaction to the suture. She wants to know if the suture has recently changed. Additional patients in rl. These are just a few of the patients that have had issues with this suture since their surgery in june.

Event description:
Doctor says that she and another doctor have had patients return due to an allergic reaction to the suture. She wants to know if the suture has recently changed. Additional patients in rl. These are just a few of the patients that have had issues with this suture since their surgery in june.